Event description:
Customer's wife is calling because customer was admitted to the hospital for dka. Customer is attributing the high blood sugar to a high level of stress and anxiety, an infection unrelated to diabetes, and the fact that his basal rates needed to be adjusted but his doctor didn't know how to change them. Customer is not making a delivery allegation against the pump. Customer advised that after he received the reading of 460 mg/dl on his aviva combo, he decided to go to the hospital. Customer was not questioning readings as he felt like he had high blood sugar. Pump is not being requested for return as it is working properly. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.